Event description:
The patient received her scs system on (B)(6) 2008 including an ipg. It was reported that the patient's charger will no longer locate the ipg. The patient pressed down and added space, but was still unsuccessful. The patient has stimulation. The patient was sent a new charger to help resolve the issue. Unfortunately, the replacement charger was unable to locate and charge the ipg. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.